Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an ipg reaching end of life. The patient saw a message on their patient controller and lost stimulation. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced.